Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. The patient stated an allergic skin reaction occurred five days after the sensor had been inserted. Pus was draining from a rash on her arm where the sensor had been inserted. She was told by a nurse to use cavilon which did not help. The patient then went to her doctor on (B)(6) 2020 and was told to try mivolis plasters, and have allergy testing in the future. No additional patient or event information is available